Event description:
It was reported that the user experienced intermittent loss of dexcom g7 signal with pairing failures to the ilet while blood glucose readings were available during the call, and was advised to unpair and re-pair the g7, restart the ilet, and check for firmware updates. Symptoms included no reported adverse clinical effects. Outcomes included no impact on blood glucose control and no need for medical care. Investigation included customer troubleshooting and review of device software status. Investigation of this case revealed a suspected communication or connectivity issue between the cgm and the ilet consistent with sensor-transmitter pairing disruption. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental communication interference.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.